Event description:
It was reported that the patient experienced a loss of therapeutic effect and could not adjust stimulation. According to the patient's son, the patient was "almost comatose" and had tremors; the patient's son noted that that was how the patient was when the therapy was not on. The implantable neurostimulator (ins) needed to be charged. The patient's son was going to charge the ins and contact the patient's physician if that did not relieve the patient's symptoms. Additional information was requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the physician recently saw the patient in (B)(6), and the issue was that the patient was falling asleep during recharging sessions. In that scenario, the physician felt that the patient was losing coupling as the antenna would slide away from the implantable neurostimulator (ins). The physician re-educated the patient on proper recharging methods, and it was reported that the physician would continue to follow the patient's progress. The physician stated that there is no "hardware issue" and that the patient could recharge normally.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 64002, lot# n319253, implanted: (B)(6) 2012, product type: pocket adapter; product ID 37651, serial# (B)(4), product type: recharger; product ID 3387s-40, lot# v015069, implanted: (B)(6) 2007, product type: lead; product ID 3387s-40, lot# v021705, implanted: (B)(6) 2007, product type: lead. (B)(4).